Event description:
It was reported to boston scientific that a unk-p-resolution_360_ultra_clip was used in the colon during a colonoscopy on an unknown date. During the procedure, the scope was retroflexed, and both the resolution ultra and resolution 360 clips were incredibly difficult to remove from the catheter. The procedure was completed. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: date of event: date of event was approximated to april1, 2025 based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the upn and lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from catheter.